Event description:
It was reported that there was a failure of cell wash and infusion bag during cord blood thawing of ny blood center unit 114293. Failure along right side seam during centrifugation. The processing bag broke, a large fraction of the cellular product (50%) was lost and the rest contaminated with bacteria. Pt had autologous reconsititution following this transplant and required another myeloablative transplant with another unit. Additional info was sent to cdrh by supplier in 2005: "it may be important to note that this bag belongs to an older lot than the one supplied with the graft. Supplier has not had any previous reports of failure of these bags from users. This failure cost roughtly half of the total cells available to the pt and allowed entry to microorganisms to this transplant. Supplier has one question: why did the stem cell lab use a bag of an older lot instead of the new lot bags co sent with this unit. Please note that supplier sends these bags as a courtesy in sealed, unopened envelopes and has no way to inspect each product before shipping. Supplier provides them only to faciliate the work of the hosp procesing laboratories, who otherwise would have to stock these or similar bags for the processing. Although they are sturdy, and the one used in this case was within the authorized dates, longer storage certanly does not improve them."